Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare facility reported that three pts experienced endophthalmitis after surgery. The facility was not able to identify a contributory device for the event and only mentioned that two of the surgical paks used on the pts shared the same lot number. According to the surgeon, no microbiological link was found between the three reported cases. This report is for a pt whom no microorganism was isolated.